Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white foreign objects in the air/water tube and the air/water cylinder. There were no reports of patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected fields: e1 (establishment name), e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely the foreign material was not removed because the device could not be properly reprocessed due to leak at the bending section cover. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.